Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced possible under delivery anomaly. The customer experienced hyperglycemia with the blood glucose value of 300 mg/dl. The event involved product(s) mmt-1884xc, unomedical, mmt-342, mmt-7040x1. It was unknown whether the customer had used the insulin pump system within 48 hours of the reported high blood glucose event. It was unknown whether the customer used the smartguard/auto mode feature of the insulin pump. No further patient complications were reported. Product return required for mmt-1884xc. It was unknown whether the customer will continue the use of the insulin pump. No product return is required for unomedical. No product return is required for mmt-342. No product return is required for mmt-7040x1.

Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08695 inches. Successfully downloaded the trace and history files using thump and carelink upload was successful. No under-delivery anomaly was noted during testing. The pump was paired with a guardian link 3 (gl3) transmitter (gt-8017894n) and test plug. The pump was calibrated to the programmed test values and displayed correctly on the display graph. The pump was monitored for over a week while connected to the transmitter and the test plug. The pump entered smartguard and was monitored for several days. No unexpected smartguard failures or dropping connection. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case and pillowing keypad overlay. The pump passed all functional testing. Under-delivery and high bg anomalies are not confirmed. Unexpected smartguard failure or dropping connection is not confirmed. The pump history file lists 89 boluses on the event date, 5/27/2024. Please see below for the first 10 boluses listed on the event date, 5/27/2024: on (B)(6) 2024 00:02:01.000, normal bolus delivered (220) bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 250 (0.025 u) bolus amount delivered: 250 (0.025 u) on (B)(6) 2024 00:07:01.000, normal bolus delivered (220) bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 250 (0.025 u) bolus amount delivered: 250 (0.025 u) on (B)(6) 2024 00:17:02.000, normal bolus delivered (220) bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 250 (0.025 u) bolus amount delivered: 250 (0.025 u) on (B)(6) 2024 00:22:01.000, normal bolus delivered (220) bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 250 (0.025 u) bolus amount delivered: 250 (0.025 u) on (B)(6) 2024 00:27:01.000, normal bolus delivered (220) bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 250 (0.025 u) bolus amount delivered: 250 (0.025 u) on (B)(6) 2024 00:32:01.000, normal bolus delivered (220) bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 250 (0.025 u) bolus amount delivered: 250 (0.025 u) on (B)(6) 2024 00:42:01.000, normal bolus delivered (220) bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 250 (0.025 u) bolus amount delivered: 250 (0.025 u) on (B)(6) 2024 00:47:01.000, normal bolus delivered (220) bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 250 (0.025 u) bolus amount delivered: 250 (0.025 u) on (B)(6) 2024 00:52:01.000, normal bolus delivered (220) bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 250 (0.025 u) bolus amount delivered: 250 (0.025 u) on (B)(6) 2024 01:02:01.000, normal bolus delivered (220) bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 250 (0.025 u) bolus amount delivered: 250 (0.025 u). Please see below for the daily total of all insulin delivered on the event date, 5/27/2024: on (B)(6) 2024 00:00:00.000, daily totals g670 (63). Daily total collection start time: on (B)(6) 2024 00:00:00.000. Daily total of all insulin delivered: 331500 (33.15 u). Daily total of basal insulin delivered: 85500 (8.55 u). Daily total of bolus insulin delivered: 246000 (24.6 u). There were no auto suspend events on the event date, 5/27/2024. Please see below for the user suspend on the event date, 5/27/2024: on (B)(6) 2024 14:20:57 insulin delivery stopped reason for insulin delivery suspension: user suspended (2). On (B)(6) 2024 21:15:11 insulin delivery stopped reason for insulin delivery suspension: user suspended (2). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.